Event description:
Report received from the USA stating that the device was leaking oil. It is known that the event did not occur during surgery. It is known that there was no patient or user injury. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).